Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic-assisted low anterior resection the rectum was stapled off with two different reloads, then anastomosis was formed with another type of stapler. All staplers fired appropriately. When a leak test was performed there were air bubbles coming from the corner of the staple line. Three sutures were used to reinforce this aspect of the rectum. The leak test was repeated three times and all of which were negative. A sealant from a different manufacturer was placed along the anastomosis.